Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that patient felt weird and experienced smelling weird smells. The patient stated this was an effect of not getting their medication. The patient stated their healthcare provider (hcp) "checked everything" and told the patient the pump was fine, "but the pump was broke the whole time and I needed surgery to replace it." The patient was unsure of the date/timeframe for the event, or if the issue occurred with their first or second pump.